Event description:
During cardiac cath procedure, physician attempted to use the equipment and the intracardiac signals displayed noise/artifact. Several coreectional steps were taken including disconnecting and reconnecting with no resolution to the issue. The catheter was ultimately replaced with a new one and the issue was resolved. No harm or injury to the patient.